Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the siderail center arm was damaged. He replaced the center arm to repair the bed.